Event description:
End user stated that the brakes on her 66550 walker must not have been locked while she was sitting, causing the caster wheel to bend and her to fall from the walker. User sustained an instant headache and bruises. She states that the caster has been bent back into place, but is wobbly.